Event description:
During a correlation study, the customer reported discovering four (4) patients who had blasts on their blood film but the unicel dxh 800 coulter cellular analysis system did not generated suspect message for blasts, on separate days, involving two (2) unicel dxh 800 coulter cellular analysis system. The customer stated that both dxh 800 instruments are in use at the customer's laboratory to report patient results. The customer stated that the erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Although the customer initially alleged four (4) patients were affected, the customer only provided data for three (3) patients. This report references unicel dxh 800 coulter cellular analysis system serial number (B)(4) on the event date noted. Data review of the provided printouts indicates that patient sample from patient #1 was run on unicel dxh 800 coulter cellular analysis system serial number (B)(4) and no instrument-generated flags were obtained. Patient sample from patient #3 was also run on this instrument with no indication of any instrument-generated blast message. The customer provided a picture of the manual slide for patient #3 which indicates the presence of blast cells. The sample was collected in a 4 ml edta (ethylenediaminetetraacetic acid) vacutainer tube and ran within 24 hours after the draw. Routine control runs indicate that 6c control was performing within specification.

Manufacturer narrative:
Additional information: the raw data file has blasts according to the customer comments but manual reference was not provided for this event. The histogram do not show any significantly abnormal patterns for the algorithm to set blast flags for. Failure mode remains unknown for this event as the histograms do not show any significant abnormal patterns to trigger the algorithm to set blast flags.

Manufacturer narrative:
Raw data was received and conclusion is pending completion of raw data analysis. All related medwatch reports associated with this event: 1061932-2013-01024, 1061932-2013-01025, 1061932-2013-01039.